Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Device inspection could not be performed; therefore the reported complaint could not be verified. A review of the batch records was conducted results of the review indicates the product met specification. Review of sterility testing showed no growth. Complaint suggests possible infection due to product use . Lot meets sterility specification. Based on the review of the batch records and manufacturing process, these occurrences are not likely associated with a manufacturing assignable cause. Review of the complaint database indicates there have been no other similar complaints for lot 026088. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a considerable inflammation occurred in a male patient, the day after a successful cataract surgery. Additional information was received and it was learnt that the patient received additional medical care like celestène injections and oral antibiotic (tavanic). The patient was reported being good but there was fibrin debris on the lens. Two types of healon were used; therefore 2 mdrs will be filed. This report is for the healon endocoat. The same incident occurred to another surgeon (in the same hospital) where the only common point was the viscoelastic healon lot numbers used.

Manufacturer narrative:
In the initial report, the patient¿s gender was incorrectly identified as male. However it should have identified the patient as female. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: in the initial report, the expiration date provided was incorrect. The correct date is 10/31/2018. This follow up has the correct date entered. In the initial report, the manufacture date provided was incorrect. The correct date is 10/31/2015. This follow up has the correct date entered. All pertinent information available to the manufacturer has been submitted.